Manufacturer narrative:
Corrected information. Additional information. Device evaluation: review of the submitted 3d CT scan and photographs as well as the evaluation of the returned device confirmed the report of an outflow graft twist and also revealed kinking of the graft. Moreover, review of the submitted log file data confirmed the report of a decrease in pump flow values over time. The submitted controller event log file contained approximately 1.5 hours of data and showed the pump operating at the stored patient speed of 5800 rpm. 129 low flow fault flags were captured throughout the log file associated with calculated average flow values of 2.2-2.4 lpm, which is below the low flow hazard alarm limit threshold of 2.5 lpm. Several of the low flow events lasted longer than 10 seconds to result in active low flow hazard alarms. Calculated average flow values remained low throughout the log file and did not rise above 2.6 lpm. Motor power remained stable in the range of 3.806 ¿ 4.031 watts. Despite the multiple low flow events, the system appeared to be operating as intended and the actual motor speed remained above the low speed limit for the duration of the log file. The submitted controller periodic log file contained approximately 8 months of data and showed the pump operating at a stored patient speed of 5600 rpm from the beginning of the log file through 03dec2018. From the beginning of the log through the end of november, calculated average flow remained overall stable in the range of about 3.5-4.5 lpm (average of ~4.1 lpm). From 01dec2018 through the end of the log file, reduced calculated flow values were noted, ranging from 2.5-3.5 lpm. An increase in stored patient speed to 5800 rpm on 04dec2018 through the end of the log did not result in increased flow values. The periodic log file did not capture any alarms or controller faults. Review of the submitted 3d CT scan revealed three points of interest along the outflow graft: a twist in the graft exiting the outflow graft bend relief, a compression of the graft with surrounding tissue adjacent to the distal end of the bend relief, and a kink greater than 90 degrees located between the bend relief and aortic anastomosis. The submitted photographs of the outflow graft confirmed twisting of the graft beneath the bend relief as well as kinking of the graft in the area not covered by the bend relief. Moreover, the submitted photos of the explanted sealed outflow graft showed that the tissue accumulation on the exterior of the graft material beneath the bend relief appeared to have formed to the shape of the twisted area, indicating that the graft had been twisted for an undetermined period of time while the pump was supporting the patient. The pump was returned with the sealed outflow graft conduit detached from the pump outflow and returned separately in a jar. The sealed outflow graft was returned with approximately 6 inches of material, which was sliced lengthwise. The sealed outflow bend relief was returned severed adjacent to its hardware, which was properly engaged to the graft adapter. The distal returned portion of the bend relief was sliced lengthwise. Examination of the returned portion of the outflow graft revealed a slight kink at its distal end as well as evidence of creasing at its proximal end consistent with a clockwise twist. Adhered tissue was observed within the creases. The textured blood-contacting surface of the graft adapter as well as the lumen of the outflow graft material revealed no evidence of depositions or thrombus formations. The confirmed twisting and kinking of the sealed outflow graft could have contributed to a decrease in blood flow through the device and resulting decrease in calculated flow values and low flow hazard alarms recorded in the submitted log file data. Examination of the lumen of the inflow cannula revealed a very thin deposition of tissue-like ingrowth at the proximal edge of the textured blood-contacting surface, which was consistent with the submitted photograph of the explanted pump. The deposition was well adhered and would not have contributed to a functional or flow issue. Upon disassembly of the device, visual inspection of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. The device is expected to be returned for analysis. It has not yet been received. Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced a drop in average pump flow. A CT scan revealed an outflow graft "stenosis" at the proximal end of the outflow graft bend relief. A pump exchange was performed on (B)(6) 2018. A user facility report was subsequently received stating: "patient suffers from ischemic cardiomyopathy. Implant of hm3 on the (B)(6) 2016. Drop in flow rate in (B)(6) . On (B)(6) 2018 CT thorax. Suspicion of thrombose of the outflowgraft-region. On (B)(6) 2018 a revision of the system was performed. Intraoperative a twisting of the outflowgraft was manifested. System was provided to abbott for investigation. Long time asymptomatic ; only with severe stenosis a reduced flow rate was shown. In USA this problem is solved by a clip for several months. This has an FDA approval; a ce-mark is not yet available to the company.¿ no additional information was provided.